Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated high blood glucose levels with manual injections. The customer did not trouble shoot for high blood glucose mention how infusion set was out of her skin when she noticed the high blood glucose levels. The pump will not return for analysis.